Event description:
Related manufacturer reference number: 2017865-2025-11189. It was reported that a patient presented with dislodgement of the atrial lead. During the revision process, the device set screw was noted to be stripped. The lead was repositioned and the device was explanted and replaced. This intervention occurred on (B)(6) 2025. No adverse patient consequences were reported.